Event description:
Customer reported patient's blood exygen level decreased when the vaporizer was in use. There was not reported patient injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was inspected, and it was found that the vaporizer would not lock properly to the vaporizer manifold, cuasing an external leak. The cause of the fault was the locking lever knob was not secure to the locking lever spindle due to a loose pan head screw. The exact cause for the loose screw could not be determined.